Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber tip broke off inside the patient. Boston scientific has been unable to obtain additional information regarding the procedure and the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
This event is the same as facility manufactured reference number: (B)(4).